Event description:
The manufacturer was notified on august 24, 2016 of the following: patient was presented at the emergency unit with massive acute pulmonary edema. Tee revealed acute insufficiency of the aortic bioprosthesis solo 25mm grade 4/4 with flail of the right coronary cusp. Patient intubated and admitted for emergency surgery. The visual aspect of the solo valve showed tear of the rcc at the commissure level between rcc and lcc. No signs of calcification or endocarditis. Valve was replaced with magna ease 25 mm.